Event description:
Hill-rom received a svc call of an alleged malfunction of one of its rental clinitron at-home air fluidized therapy beds. The svc call alleged problems with bed fluidization causing the surface to remain static and allegedly contributing to opening up the pt's recent flap suture. Hill-rom svc technicians investigated the bed and discovered an electrical box malfunction caused fluidization to stop functioning. Hill-rom svc technicians were told by the caregiver that the pt was transported to the hospital for wound treatment and were not made aware of the alleged flap reopening. The svc technicians replaced the electrical box to restore fluidization function to the bed prior to pt replacement.